Event description:
A malfunction was reported with the display of malfunction code 16 on a pump, and a fault ID was available, though it could not be reset. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.